Event description:
It was reported that pericardial effusion (pe) occurred. Patient anatomy was challenging due to four (4) pacemaker leads, a floppy septum, and a patent foramen ovale (pfo). A left atrial appendage (laa) closure procedure was being performed. Pre-procedure imaging confirmed there was no pe noted prior to the procedure. A versacross connect (vcc) transseptal access system was selected for use. Venous access was gained via the right femoral vein. Transseptal puncture (tsp) was attempted under intracardiac echocardiogram (ice) imaging and transesophageal echocardiogram (tee) guidance. Vcc and a double curve watchman fxd curve access sheath (was) was inserted and after multiple attempts to get a good position on the septum, the physician inserted an ice catheter for better visualization. The ice catheter eventually popped across the septum on its own and the location was decided to be acceptable. The vcc dilator and wire were removed, and a pigtail catheter was inserted to take an angiogram of the laa. A 20mm watchman flx pro closure device and delivery system (wds) was inserted and deployed by unsheathing to flx ball then combination technique, with four (4) recaptures and repositions required. The physicians decided the laa was too small for the 20mm closure device and removed the device. The procedure was aborted. The groin was closed. An effusion sweep was performed via tee and a new, small and minor pe was noted. The physician decided to monitor the patient. When the patient was about to be extubated, hypotension and tachycardia was noted. A transthoracic echocardiogram (tte) was then performed, and a large pe was noted on the right side of the heart around the right ventricle and right atrium. A pericardiocentesis was performed, that removed 600cc of dark red blood and a pericardial drain was left in place. The patient was taken to the critical care unit. At an unknown date, the patient was discharged home.